Manufacturer narrative:
Other relevant device(s) are: product ID: h g-16-62-28, serial/lot #: (B)(4), ubd: 22-aug-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, applier and endoanchors were used in the endovascular treatment of a 59.7mm abdominal aortic aneurysm. An endurant stent graft system was also implanted on the same date. It was reported approximately 2 weeks post the index procedure the patient was experienced swelling and oedema of the lower extremities and was diagnosed with a candida infection and dermatitis of the left groin. The patient was treated with medication and it was noted the swelling of the lower limbs resolved approximately 3 months post the index procedure. The infection was noted to not be related by the investigator but to have a causal relationship with the procedure by the sponsor. The swelling of lower limbs bilaterally was noted to be related to the index procedure by the investigator. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.